Event description:
It was reported that there was a deep cut in the patient line "where the tubing connects to the fitting under the blue cap" of four (4) homechoice cassettes. The cut was not all the way through, and looked like a "razor blade with a perfectly straight line." This was observed during set up of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the devices were received for evaluation. Visual inspection was performed and scratches greater than 0.60 mm on the patient line tubing located below the heat seal bead were observed. Leak, clear passage, and clamp function testing were performed for one patient line and no issues were observed. The reported condition was verified. The observed scratch marks or scuffs on the tubing were caused by tubing gripper during the assembly process. The issue is cosmetic in nature and did not affect the functionality of the sets. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.